Event description:
The customer states that he experienced an event where he fell due to weak arms and legs. He attempted to test on the accu-chek advantage system, and the system would not give him a result. He states that his bg was too low. The emergency medical technician and hospital personnel attempted to test the customer, and the customer's bg was beyond the detection level of their meters. The emergency medical technician and hospital personnel treated the customer with unknown oral agents. New system sent and return requested.